Event description:
It was reported that the right ventricular (rv) pace/sense lead was exhibiting t-wave oversensing (twos), causing inappropriate therapy to be delivered from the separate high voltage rv tachy lead. The pace/sense lead was reprogrammed but the twos persisted. It was later reported that the patient underwent a stress test with poor results. An angiogram was completed and two stents were placed. The physician feels this will resolve the twos. The pace/sense and high voltage leads both remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: 30502901 aortic heart valve 2002 (B)(6); 4076 implantable pacing lead 2009 (B)(6); (B)(4) implantable cardioverter defibrillator 2010 (B)(6); 4195 implantable pacing lead 2010 (B)(6); unknown stents. (B)(4).